Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01820. The pt (B)(6) received his scs system, including two percutaneous leads, on (B)(6) 2011 for inguinal nerve pain. It was reported that the pt's stimulation had changed and his pain coverage had reduced. Reprogramming was unable to resolve the issue. Follow up on the pt found that the pt's leads had migrated. The physician plans to perform a lead revision procedure. No further information is available at this time.